Manufacturer narrative:
Hologic reviewed logs provided by the customer. Hologic did not identify any hardware or reagent preparation issues. Technical support determined that the sample was barely positive for the first test and repeated as negative when retested. This was relayed to the customer who was satisfied with this answer. Technical support follow-up with the customer confirmed they reported out the result as ¿indetermined¿. As part of eua agreement, FDA requires all sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.

Event description:
On (B)(6) 2024, customer reported to hologic that they obtained discrepant results with the sars-cov-2 assay (master lot 898175) on the panther fusion instrument (sn (B)(6). Customer had obtained a positive result on (B)(6) 2024, then changed the kit, and thinking the original sample was not already tested, they tested the sample again on the same day, where they obtained a negative result. Both results were under worklist (B)(4). Customer reported out an "indetermined" result.